Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the atrial lead impedance spiked to greater than 3600 ohms the week ending 2014-02-27 and there was a number of impedance high/open circuit paces since the atrial lead warning on 2014-02-25.

Event description:
It was reported that the right atrial lead had a sharp rise in impedance and the impedance was high at 4440 ohms. The physician chose to monitor the lead closely and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.